Manufacturer narrative:
(B)(4). Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted during an endoscopic ultrasound (eus) procedure performed in the stomach on (B)(6). According to the complainant, during the procedure, difficulty was encountered when advancing the device down the scope and the delivery system would not come out of the end of the scope without a lot of force. Reportedly, the elevator of the scope was down; however, the tip of the axios device seemed to catch on the tip of the scope. Upon trying to remove the device, the tip got caught on the scope and came away from the device completely. The procedure was completed with another hot axios stent and delivery system. It was not reported if or how the detached tip was retrieved. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.